Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current verison of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.

Event description:
Consumer called to report passing out on the side of the road. Emt was called and he was taken to the hosp. Paramedics got a reading of 16. Our meter was reading about 120.